Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included diaphragmatic hernia, arthrosis and painful intercourse. Concurrent conditions included vaginal bleeding and obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful uterine bleeding"). The patient was treated with surgery (fallopian tubes and uterus removal by laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be unrelated to essure. The reporter commented: removal performed at patient's request. The reporter also informed that had no information whether the pain has eased, and that had considered the problems probably not related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Pathology test - on an unknown date: adenomyosis in uterus was found, but otherwise nothing unusual, according to the pathologist. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included diaphragmatic hernia, arthrosis and painful intercourse. Concurrent conditions included vaginal bleeding and obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful uterine bleeding"). The patient was treated with surgery (fallopian tubes and uterus removal by laparoscopy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be unrelated to essure. The reporter commented: removal performed at patient's request. The reporter also informed that had no information whether the pain has eased, and that had considered the problems probably not related to the essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Pathology test - on an unknown date: adenomyosis in uterus was found, but otherwise nothing unusual, according to the pathologist. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: post-surgery pathology tests was added, and (B)(6) 2019 was confirmed as essure removal date. Furthermore, the event painful uterine bleeding was added. The reporter considered the problems probably not related to the essure implants. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included diaphragmatic hernia, arthrosis and painful intercourse. Concurrent conditions included vaginal bleeding, pain menstrual and obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and uterus removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter commented: removal performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted. The patient's medical history included diaphragmatic hernia, arthrosis and painful intercourse. Concurrent conditions included vaginal bleeding, pain menstrual and obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (fallopian tubes and uterus removal by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter commented: removal performed at patient's request. Diagnostic results: (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.